Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) stated that their remote communicator is not able to stablish telemetry. Subsequently, troubleshooting was performed, the communicator was power cycled, however a successful patient-initiated interrogation has not been able to be performed. Latest interrogation showed a yellow collective wave. The patient was referred to contact their clinic regarding device configuration. At this time, this device remains in service and no adverse patient effects reported. Additional information was received detailing that the device entered in safety mode. Replacement of the device will be performed in the future. At this time, this device remains in service. No adverse patient effects were reported.